Event description:
It was reported that a patient with an implantable neurostimulator experienced a return of pain. During an impedance check, the 0-7 lead was marked as "do not use" and all impedances were over 40000. An error message appeared on the clinician programmer during interrogation of the implantable pulse generator, and after clearing the error, all patient programming disappeared from the programming screen, although the patient had previously seen groups a-c on their controller. The issue of "out of regulation" or "settings not available" was reported, but stimulation was able to be adjusted. Troubleshooting included an impedance check. The patient will be scheduled for a surgical consult for a possible lead revision. Issue is ongoing and the cause is unknown. Manufacturer representative (rep) acknowledged they would submit any new information they become aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.